Event description:
It was reported by service report that the scale was displaying an error code 202, and bed exit could not be set. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale and bed exit were unavailable due to a faulty head right load cell.